Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be. Required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks (love handles) and mid abdomen on (B)(6) 2019 using coolcore advantage applicator who developed paradoxical hyperplasia (pah / ph) 3 months after treatment. Following treatment, pah was described as firm areas on abdomen and flanks where the applicators were placed. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the mid abdomen and flanks with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks (love handles) and mid abdomen on (B)(6) 2019 using coolcore advantage applicator who developed paradoxical hyperplasia (pah/ph) 3 months after treatment. Following treatment, pah was described as firm areas on abdomen and flanks where the applicators were placed. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the mid abdomen and flanks with paradoxical hyperplasia (ph).